Event description:
It was reported that the user received a primary alarm failed check vent error message, and the unit also stated to inspect primary alarm by opening the unit. The unit was being set up for use when the event occurred, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the unit alarmed check vent primary alarm failed. The customer stated a visual inspection was performed of the alarm assembly, and it was reported as okay. The customer requested a bench repair. Further information is pending.

Manufacturer narrative:
A second speaker assembly was returned for analysis. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. The speaker assembly was tested, and the customer complaint was verified. The voice coil open in the speaker created the primary alarm failure 1102 error code.

Manufacturer narrative:
During bench repair, it was reported that the customer's complaint was confirmed. The unit was displaying a primary alarm during testing, and the two speakers were malfunctioning. The technician reported that the speakers were failing ohms testing, and readings were off-specification. Repair information is currently pending.

Manufacturer narrative:
The speaker assembly was returned for analysis. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. The speaker assembly was tested, and no failures were identified.

Manufacturer narrative:
The field service engineer replaced the speaker assembly. All testing was reported to have passed.